Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that a patient underwent a sling procedure to treat stress urinary incontinence on (B)(6) 2007. The patient experienced pain, erosion of her internal tissues, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Additional narrative: it was reported that a patient underwent a sling procedure to treat mixed urinary incontinence [stress and urge]. The patient concurrently had a urethropexy and cystoscopy. It was reported that since implantation patient experienced pain, infection, urinary problems, recurrence of urinary incontinence, dyspareunia and vaginal scarring. On (B)(6) 2010, patient underwent repair and coverage of mesh due to exposed transvaginal tape mesh. The patient also has received a urethropexy and a cystoscopy no additional information was provided. (B)(4) - urinary problems; dyspareunia.